Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation was not confirmed. The analysis found no damage or defect consistent with insertion difficulty.

Event description:
This left ventricular (lv) lead was an attempted implant due to angioplasty wire would not exit lead tip. The lead was never in service. No adverse patient effects were reported.